Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon partially inserted a aa4204vf silicone single piece lens. Lens was contaminated by touching the patient's lashes during insertion. Lens was removed with no patient injury. The incident was due to user error.